Event description:
During a lead revision procedure, the patient's leads were explanted, due to an infection at the lead site. The infected site was irrigated with antibiotics. The pt is currently being treated with antibiotics. Also refer to MDR 2029203-2008-00563.

Manufacturer narrative:
Additional suspect device components involved in the event: model # sc-2208-50. St linear lead, 50cm. All explanted products were discarded by the medical facility. This is the initial/final report.